Manufacturer narrative:
(B)(4); batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a liver transplant the harmonic device presented a fracture in its clamp, specifically in the active part. It generated a fragment, but it did not cause damage to the patient. The device was replaced, and the procedure was completed successfully. There were no patient consequences.